Event description:
It was reported that during a lar procedure, the seal cap came open on the device. They replaced it and continued the procedure. No patient consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.